Event description:
A (B)(6) female pt contacted zoll customer support to report constant code 204 and code 107. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 and code 107) has been confirmed. Upon evaluation, the trunk cable connector was bron. The cause of the code 204 and code 107 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damage electrode belt connector. The pt was issued a replacement electrode belt.